Event description:
The customer reported the device power off when preparing for delivery of therapy. Another defibrillator was substituted for this device. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device power off when preparing for delivery of therapy. Another defibrillator was substituted for this device. There was no adverse pt impact. A philips field service engineer evaluated the device. The fse found an entry of error code 00001 (slow charge) in the system log. The fse found that the battery failed the battery capacity test. The fse replaced the battery to resolve this issue. The device passed all post service testing.